Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the power pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed power pcb assembly but was unable to duplicate the reported failure. The cause of the reported failure could not be determined.

Event description:
It was reported that the device would reset itself immediately after it was powered on. There was no pt use associated with the reported failure.